Event description:
It was reported that during a laparoscopic sleeve gastrectomy, the device was used for transection and closure of the gastric antrum and gastric body, the stapler was able to fire but the first firing produced poor staple formation with tissue bleeding at the staple line. The reload was replaced and, on the second firing, poor staple formation with tissue bleeding recurred. The last three firings reportedly had no issues. Manual reinforcement suturing with suture was performed to reinforce the staple line to complete the procedure.

Manufacturer narrative:
D10 concomitant products: egiauxl, egiauxl endogia ultra univ xl stapler, (lot # p2f0541s) egia60amt, egia60amt egia 60 artic med thick sulu, (lot # p5b0798s). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.